Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely the treatment tool was welded to the tip of the scope during the procedure. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device evaluation, that the tip body of the duodeno videoscope was burnt. There was no patient involvement.

Manufacturer narrative:
This report is being supplemented to provide the manufacturing date. Additional information added to the following fields: h4. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.